Event description:
Reportedly, during interrogation on an ICD, the screen of the subject programmer remained blocked and no action was possible.

Event description:
Reportedly, during interrogation on an ICD, the screen of the subject programmer remained blocked and no action was possible.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
Preliminary analysis confirmed the reported behavior; error messages were displayed during interrogation of a test ICD leading to the impossibility to perform further actions.

Event description:
Reportedly, during interrogation on an ICD, the screen of the subject programmer remained blocked and no action was possible.